Event description:
It was reported that this right atrial (ra) lead was fractured, therefore, exhibited noise, loss of capture with no asystole reported, oversensing and high out of range impedance measurements. A lead revision was performed and this lead was explanted. The physician was unable to implant a new lead due to patient's anatomy. No additional adverse patient effects were reported.